Event description:
It was reported that drug pump was revised one or two years ago but was never reported to arrow/codman. Patient required 911 emergency assistance. No additional information provided.